Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and suture was used. The patient experienced inflammation and granuloma at the incision site. The patient required additional surgery for the reported event. Additional information has been requested.

Manufacturer narrative:
(B)(4): inflammation occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device product code associated with this event is not known. The international affiliate reports the following possible product codes: jv473, jv474, jv481.

Manufacturer narrative:
(B)(6). (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. It was reported that the procedure was performed on (B)(6) 2012 and interrupted suture was used on the sub-cutaneous tissue. A reoperation was performed on (B)(6) 2012 due to granulomas on the thread and liponecrosis. Currently, the patient is fine. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.